Event description:
This was a very challenging case with a lot of calcium present. The flexible enteer wire was used. The wire came out of the enteer catheter and prolapsed along a large amount of calcium. This is when the tip, about a 1-2cm of the wire, broke off and remained in the vessel. The remaining enteer guidewire was later held in place with the placement of a stent. The procedure was finished with excellent result.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.